Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the scroll compressor and performed running test. The iabp passed testing and was released for clinical use with no reported incident. The initial reporter named is a getinge employee whose contact details are, which weren¿t provided, differs from that of the event site.

Event description:
It was reported that a rising speed of the compressor pressure was slow on the cardiosave intra-aortic balloon pump (iabp). The pressure of the compressor did not increase properly. This event occurred during a regular maintenance check by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.